Event description:
Info received indicates the left foot caster was stuck in brake and would not release.

Manufacturer narrative:
The technician found that the caster was stuck due to an internal failure. He replaced the caster and the brake functioned properly.